Event description:
Patient with dvt retrievable ivc filter placed due to patient's age in 2009. Returned three months later for retrieval, which were unsuccessful. CT the following month, reported that filter prongs appear to be outside of the venacava. Filter was eventually retrieved eight days later.